Event description:
Distributor reported, capsular contracture, baker grade iii/IV. Healthcare professional, later reported, seroma-late. This relates to the left side. Device has been explanted and replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified, seroma-late: unable to observe, since it is not related to the device. Crease/folding of implant: creases observed, on the device. Capsular contracture: unable to observe, since it is not related to the device. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade iii/IV.

Event description:
Distributor reported capsular contracture, baker grade iii/IV . Healthcare professional later reported seroma-late. Device remains implanted. This relates to the left side.

Event description:
Device has been explanted and replaced.